Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high pacing lead impedance measurement greater than 2,000 ohms. However, the out of range value was unable to be viewed. Boston scientific technical services (ts) discussed the trending window. A review of the trend showed that the atrial impedance measurements had been previously stable in the 200 to 800 ohms range. Further, non-physiologic noise and farfield oversensing on the ra channel was noted on an electrogram (egm). Ts provided troubleshooting options. Lead fracture was suspected, however, not confirmed. Subsequently, programming changes were made. The system remains in service. No adverse patient effects were reported.

Event description:
A revision procedure was performed and the device was explanted and the ra lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).